Manufacturer narrative:
The device history record (DHR) is currently being reviewed. The results of the review will be reported within 30 days. No conclusions are available at this time. (B)(4). This report is related to MFR report # 1058196-2016-00057.

Event description:
In the literature article ¿safety and efficacy of a new prophylactic tirofiban protocol without oral intraoperative antiplatelet therapy for endovascular treatment of ruptured intracranial aneurysms¿ by xiao-dong liang, zi-liang wang, tian-xiao li, ying-kun he, wei-xing bai, yang-yang wang, guo-yu zhou published j neurointervent surg 2015;0:1¿6. Doi:10.1136/neurintsurg-2015-012055 it was reported that a female (B)(6) year-old patient suffered a thromboembolism after two enterprise stents (enc452212/10367365) were implanted. There were no device issues and the devices were successfully implanted. The implantation was intended to achieve a dense embolization of an aneurysm located at the c6 segment of the internal carotid artery. In the article is states that coil embolization of intracranial aneurysms is being increasingly used; however, thromboembolic events have become a major periprocedural complication. Tirofiban was administered as an intravenous bolus (8.0 &#956;g/kg over 3 min) followed by a maintenance infusion (0.10 &#956;g/kg/min) before stent deployment or after completion of single coiling. Dual oral antiplatelet therapy (loading doses) was overlapped with half the tirofiban dose 2 h before cessation of the tirofiban infusion. Cases of intracranial hemorrhage or thromboembolism were recorded. No specific treatment was reported for this event and the patient was noted to be discharged with an mrs score of 4, and an mrs score of 0 at 3 months. There were no procedural difficulties and the physician had at least 4 years of experience performing neuro-interventional procedures. According to the author, the major cause of the event is uncertain but may have been due to low response to the antiplatelet medication.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Thromboembolism is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that target lesion, patient factors and medication regimen may have contributed to the reported event.